Event description:
The customer reported intermittent 3 & 12-lead ECG signal loss.

Manufacturer narrative:
The customer reported intermittent 3 & 12-lead ECG signal loss. A philips field service engineer evaluated the device, confirmed the intermittent leads ECG signal loss (la). The issue was resolved by replacing the leads ECG trunk cable.